Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/28/2023, it was reported by a sales representative via email that an ar-8840c-55 low profile screw head popped off as the surgeon was inserting it into the medial malleolus. The surgeon implanted another ar-8840c-55 low profile screw right next to the body of the other anchor and left both implanted successfully. The broken screw head was fully retrieved. This was discovered during open reduction, internal fixation of medial malleolus procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures that display the screw fully implanted and missing the screw head. Visual evaluation of the second customer-provided photo noted that the screw head had detached and was successfully retrieved as seen on the surgical tray. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw and/or over-torqueing/over-engaging the driver with the screw head.